Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a blood glucose value of 27 mg/dl. The customer reported hypoglycemia and was treated in the emergency room. The event involved product(s) mmt-7040a, mmt-1884, mmt-397a, mmt-332a. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported low blood glucose event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's wife reported that customer had a low blood glucose that would not register on (B)(6) 2024 at 4am. Paramedics were called. Low was treated with food, glucose, and baqsimi (glucagon). Customer went to the emergency room at 1pm with a low blood glucose of 27mg/dl. Helpline found out that customer had not been trained on the pump but was using the pump. Customer did not feel okay to troubleshoot. Pump was used within 48 hours of the low. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.